Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counters (sic), high rate non-sustained tachycardia and oversensing. It was noted that the patient had a history of rv lead t-wave oversensing (twos) and shocks delivered for atrial fibrillation (af) with rapid ventricular response (rvr) due to noncompliance with medication. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.